Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor would not light up after changing her battery pack. When a pt service representative (psr) visited the pt to troubleshoot, she reported that the pt's charger does not power on. The pt was issued a replacement charger/modem and two battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery does not power on monitor / charger does not power on) has been confirmed. As received, the charger/modem was resetting. Upon evaluation, there was liquid contamination on the bedside board and battery board, specifically components j101, c404 and q1. The cause of the improperly functioning charger/modem is the contamination on the bedside board and battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. Device evaluations of battery pack sn (B)(4) and battery pack sn (B)(4) have been completed. The reported problem (do not power on monitor)has been confirmed. Upon evaluation, both batteries would not charge or power on a monitor. The cause of the non-functional battery packs is an output voltage of 0v on sn (B)(4) and 2.08v on sn (B)(4). The cause of the lack of output voltage is the inability to charge. The cause of the inability to charge is the defective charger/modem. No adverse event resulted from the contaminated charger/ modem or non-functional battery packs. The pt received a replacement charger/modem and two replacement battery packs. Charger/modem sn (B)(4): 05/2011. Battery pack sn (B)(4): 05/2011. Battery pack sn (B)(4): 05/2011.